Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related reference number: 3006705815-2022-16598, 3006705815-2022-16599. It was reported the patient had one lead that was fully impeded. As a result, to the physician's discretion the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.